Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material from the charged coupled device lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected data in fields d5 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged in objective-lens, but the type of the material could not be identified. There was no deformation at the section of the device where the foreign material remained. It was confirmed that user had implemented the reprocessing in line with the instructions for use (IFU). However, a definitive root cause of the material remained in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.